Event description:
It was reported that this tactra device was associated with patient dissatisfaction due to its semi-rigid nature. A surgical procedure was performed in which the tactra was explanted and replaced with an inflatable penile prosthesis (ipp). There were no patient complications reported.

Event description:
It was reported that this tactra device was associated with patient dissatisfaction due to its semi-rigid nature. A surgical procedure was performed in which the tactra was explanted and replaced with an inflatable penile prosthesis (ipp). There were no patient complications reported.

Event description:
It was reported that this tactra device was associated with patient dissatisfaction due to its semi-rigid nature. A surgical procedure was performed in which the tactra was explanted and replaced with an inflatable penile prosthesis (ipp). There were no patient complications reported.

Manufacturer narrative:
Correction to field h6 device codes. Correction to field g1 MFR site address 1, MFR site city, MFR site state, MFR site zip/post code and MFR site country.